Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during testing, the black box history showed a cs 060 call service alarm which is defined as a time/date end of life indicator for vibe pumps. There was no activity outside of normal use observed; the pump was functioning properly. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.